Manufacturer narrative:
Continuation of medical devices: d224drg ICD implanted on (B)(6) 2010 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing on the patient¿s right atrial (ra) lead. The ra lead remains in use. No patient complications have been reported as a result of this event.